Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, thin leaflets, and dilated atrium. Two mitraclip xtw clips were deployed on the mitral valve, reducing mr to a grade of 1. On the next day, (B)(6) 2025, the patient returned to the hospital with dyspnea and fatigue. An echocardiogram was performed and revealed that second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, the patient underwent a mitral valve replacement surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology (thin leaflets and dilated atrium). The reported patient effect of recurrent mr appears to be related to the slda. The reported dyspnea and fatigue appear to be cascading effects of the recurrent mr. Mr, dyspnea, and fatigue are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and underwent a mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, thin leaflets, and dilated atrium. Two mitraclip xtw clips were deployed on the mitral valve, reducing mr to a grade of 1. On the next day, (B)(6) 2025, the patient returned to the hospital with dyspnea and fatigue. An echocardiogram was performed and revealed that second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, the patient underwent a mitral valve replacement surgery.